Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer from the USA of bacterial peritonitis in a patient coincident with the administration of dianeal pd4 ambuflex therapy for peritoneal dialysis (pd). Action taken with the dianeal therapies not reported. On (B)(6) 2012, a hospital nurse contacted baxter's technical services regarding a service alarm on the homechoice machine and was instructed to restart therapy with new supplies. During a follow up call with the patient, the patient reported he was hospitalized from (B)(6) 2012 for peritonitis. The start date of the peritonitis was unknown. Treatment provided not reported. The patient was recovering from the case of peritonitis. The patient felt he was infected while in the hospital. Causality of the peritonitis was not reported.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. Should additional information become available, a follow-up report will be submitted. This is report 3 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot number h11e25011 and no exceptions were observed that were related to the reported condition. The problem was not confirmed. No device malfunction or use error was identified.